Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated they stopped using the ins approximately 1.5 years ago because it was no longer helping with the pain and it was causing them more discomfort. The patient hadn't recharged the ins since that time and the ins was in overdischarge. The rep was unable to read the ins. A physician mode recharge (pmr) was initiated but the patient was unable to stay in clinic during recharge due to the time and length of the recharge needed. The patient planned to complete the pmr at home and would return on (B)(6) at 2pm for follow up and to clear the power on reset (por); the healthcare professional wanted the rep to reprogram the patient at that follow up appointment. Additional information was received from the rep. It was reported that the patient cancelled their appointment on (B)(6) and decided not to complete the prm. The patient was planning on requesting an explant of the ins.